Event description:
Hospitalized due to adverse event.

Manufacturer narrative:
Investigation is not compete. Add'l info has been requested from the user facility and the surgeon. This report will be amended when the investigation is complete. Event device code is addressed in the package insert. This product was manufactured in (B)(4) and the event occurred in (B)(6).